Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the clenz foam was leaking from vl43. The fse replaced the tubing for vl43.(B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. Approximately 10 ml of cleaner leaked onto the countertop while the instrument was completing a shutdown cycle. The customer was wearing personal protective equipment of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.